Event description:
Info received indicates the siderail will not stay latched.

Manufacturer narrative:
The tech found the siderail latch bolt and nut missing, preventing the siderail from latching. The tech replaced the bolt and nut to repair the stretcher.